Event description:
Information received by medtronic indicated a high blood glucose 400 mg/dl to 420 mg/dl. It was also reported that the insulin was leaking from reservoir. Customer was using the insulin pump within 48 hours of reported event. Customer confirmed that automode feature was on at a time of incident. The customer was assisted with troubleshooting and advised to discontinue the use of the insulin pump. No further patient complications were reported. The insulin pump will be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.